Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2018; 5071-35 lead, implanted: (B)(6) 2018; bis-is-15 adaptor, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had alerted twice due to magnet exposure. The crt-d remains in use. No patient complications have been reported as a result of this event.